Event description:
The customer reported the pads were not being recognized and they were unable to charge/shock with the device. No pt involvement was reported.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.